Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the transfer relay was disconnected from the therapy pcb assembly. Stryker reconnected this cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is not recognizing the connected defibrillation electrodes. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.